Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings had activated threshold suspend after the first calibration. The transmitter was replaced and it did not resolve the issue. The blood glucose was 112 mg/dl at the time of one occurrence of threshold suspend, with a sensor reading of 53 mg/dl. The customer declined to troubleshoot for threshold suspend. No sensors were returned for analysis.